Event description:
It is reported that during surgery in 2008, the surgeon was trailing with a 10mm articular surface and decided to implant a 17mm articular surface. Since he was trailing with a 10mm surface, he did not use the taper plug. He implanted the 17mm surface without the locking screw.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.